Manufacturer narrative:
Device evaluation: the pump has been returned, and it was evaluated by product analysis on 08/17/2015 with the following findings: the display screen visual was observed to be dim and discolored due to an unidentified display failure. A battery cap was not returned with the pump; a test battery cap was used during the analysis. The following findings are unrelated to the reported issue: the audio bolus button (abb) cover was observed to be missing; the functionality of the abb could not be evaluated. The keypad cover was found to be peeling from its base. (B)(6).

Event description:
The pump was returned for investigation. Investigation revealed a dim and discolored display screen visual. This report is made based on results of investigation completed on 08/17/2015.